Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Electrode 10 and 12 have 40000 for impedance at his 2 week post op turn on. Did an impedance check after connecting to his device at post op and had a notice that stated there were potential impedance issues. Did an impedance check and found the high impedances. Rep was able to program around impedances while getting stimulation in the areas of pain. Explained to the patient that high impedances were found during the impedance check as well as the physician. He will be returning to the clinic for his 4 week post op in 2 weeks. Also explained to both the pt and physician that this would not create any issue with the patient's MRI conditionality. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.